Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a motor error alarm, off no power alarm and no delivery alarm. The customer's blood glucose was unknown at the time of incident. The customer reported that they received an off no power alarm without low battery alarm. The customer stated that the no delivery alarm was resolved by a complete set change. The customer stated that they were able to rewind the insulin pump. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer performed displacement test and self test. The customer stated that the insulin pump passed both displacement test and self test. The insulin pump will not be returned for analysis.